Event description:
It was reported that the user experienced two severe low glucose events while using the ilet, including a prolonged hypoglycemic episode lasting several hours that was confirmed by fingerstick and aligned with sensor readings, during which the user intermittently administered juice and used glucagon, and a subsequent event with a recorded glucose of 32 that also required glucagon. Symptoms included hypoglycemia. Outcomes included the need for urgent treatment with glucagon. Troubleshooting and education were completed. Investigation included a review for urgent and low glucose events. Investigation of this case revealed no device malfunction reported and no component issue identified, with cause remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.